Event description:
It was reported, that during central processing, that a prograsp forceps instrument was noted to have a loose screw. There was no report of patient involvement. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer, noting a prograsp forceps instrument had a loose screw. An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the prograsp forceps instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed, the customer reported complaint. The instrument was found to be missing the grip pin at the distal end. The grip pin was not returned with the instrument. The complaint regarding a screw came loose was confirmed, by failure analysis. Which indicates that the device did contribute to the customer reported issue. The root cause of a missing grip pin is attributed to manufacturing. This complaint is reportable due to the following: it was reported during central processing, the prograsp forceps instrument had a loose screw. Failure analysis found the instrument to have the grip pin missing and was not returned. While there was no harm or injury to a patient. The reported failure mode could likely cause or contribute to an adverse event if it were to recur.